Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure location of device: uterine wall / migration of essure location of device: coil had been in the uterine cornu on the right side/ uterine wall'), pelvic inflammatory disease ('pelvic inflammatory disease'), genital haemorrhage ('abnormal bleeding (general)'), umbilical hernia ('surgery (other) type: repiar of umbelical hernia') and pericarditis ('blood or heartblood or heart disorder/condition type: pericarditis') in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hemorrhagic cyst and depression. Approximate weight at the time of essure placement 170 lbs. Previously administered products included for an unreported indication: mirena, nuvaring, yaz and orthotricyclen. Concurrent conditions included gastroenteritis, dysfunctional uterine bleeding, vulvovaginal candidiasis, anemia, abdominal pain, vaginal discharge, anxiety and ovarian cyst. Concomitant products included glyceryl trinitrate (nitroglycerin), ibuprofen (motrin) since 2009, naproxen sodium (aleve) since (B)(6) 2009 and paracetamol (tylenol) since (B)(6) 2009. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pain"), back pain ("lower back pain") and uterine pain ("pain in uterus"). In (B)(6) 2010, the patient experienced fatigue ("fatigue"). In (B)(6) 2010, the patient experienced irritable bowel syndrome ("gastrointestinal or digestive system condition type: ibs"). In (B)(6) 2010, the patient was found to have weight increased ("weight gain"). In (B)(6) 2015, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). In (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping) / painful periods"). On (B)(6) 2016, the patient experienced vaginal discharge ("vaginal discharge"), 7 years 6 months after insertion of essure. In (B)(6) 2016, the patient experienced genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). In (B)(6) 2017, the patient experienced pericarditis (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), umbilical hernia (seriousness criterion medically significant), bacterial vaginosis ("infection (bladder/ urinary tract/vaginal) type: bacterial vaginosis"), migraine ("migraines") and headache ("headaches"). The patient was treated with resuscitation (hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes)) and surgery (hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes) and repiar of umbelical hernia). Essure was removed on (B)(6) 2015. At the time of the report, the device expulsion, pelvic inflammatory disease, genital haemorrhage, umbilical hernia, vaginal haemorrhage, menorrhagia, pericarditis, dysmenorrhoea, dyspareunia, fatigue, irritable bowel syndrome, bacterial vaginosis, migraine, headache, vaginal discharge, weight increased, back pain and uterine pain outcome was unknown and the pelvic pain was resolving. The reporter considered back pain, bacterial vaginosis, device expulsion, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, irritable bowel syndrome, menorrhagia, migraine, pelvic inflammatory disease, pelvic pain, pericarditis, umbilical hernia, uterine pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: the essure coils were partially in the cornua of the uterus date (or year) application: (B)(6) 2011. Date(s) of communication. : (B)(6) 2009. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: results: total bilateral occlusion; in (B)(6) 2009: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : nausea and diarrhea, pelvic pain, abnormal bleeding/cramping, headache, weight gain, anxiety and depression, menorrhagia. Most recent follow-up information incorporated above includes: on 29-oct-2019: pfs and mr received. New event umbilical hernia was added. Outcome of the event pelvic pain updated. Historical and concomitant drugs were added. Lab data added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure location of device: uterine wall / migration of essure location of device: coil had been in the uterine cornu on the right side'), pelvic inflammatory disease ('pelvic inflammatory disease'), genital haemorrhage ('abnormal bleeding (general)') and pericarditis ('blood or heartblood or heart disorder/condition type: pericarditis') in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hemorrhagic cyst and depression. Concurrent conditions included gastroenteritis, dysfunctional uterine bleeding, vulvovaginal candidiasis, anemia, abdominal pain, vaginal discharge, anxiety and ovarian cyst. Concomitant products included glyceryl trinitrate (nitroglycerin). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2016, the patient experienced vaginal discharge ("vaginal discharge"), 7 years 6 months after insertion and 10 months 14 days after removal of essure. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), pericarditis (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping) / painful periods"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), irritable bowel syndrome ("gastrointestinal or digestive system condition type: ibs"), bacterial vaginosis ("infection (bladder/ urinary tract/vaginal) type: bacterial vaginosis"), migraine ("migraines"), headache ("headaches"), pelvic pain ("pain"), back pain ("lower back pain") and uterine pain ("pain in uterus") and was found to have weight increased ("weight gain"). The patient was treated with resuscitation (hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes)) and surgery (hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2015. At the time of the report, the device expulsion, pelvic inflammatory disease, genital haemorrhage, vaginal haemorrhage, menorrhagia, pericarditis, dysmenorrhoea, dyspareunia, fatigue, irritable bowel syndrome, bacterial vaginosis, migraine, headache, pelvic pain, vaginal discharge, weight increased, back pain and uterine pain outcome was unknown. The reporter considered back pain, bacterial vaginosis, device expulsion, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, irritable bowel syndrome, menorrhagia, migraine, pelvic inflammatory disease, pelvic pain, pericarditis, uterine pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: the essure coils were partially in the cornua of the uterus. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.3 kg/sqm. Hysterosalpingogram - in july 2009: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : nausea and diarrhea, pelvic pain, abnormal bleeding/cramping, headache, weight gain, anxiety and depression, menorrhagia. Most recent follow-up information incorporated above includes: on 21-may-2019: pfs received. Her demographic was added. Lab data added. Concomitant condition and medication added. Events: migration of essure location of device: uterine wall, pelvic inflammatory disease, abnormal bleeding (general), abnormal bleeding (vaginal, menorrhagia), blood or heart disorder/condition type: pericarditis, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, gastrointestinal or digestive system condition type: ibs, infection (bladder/urinary tract/vaginal) type: bacterial vaginosis, migraines/headaches, pain, vaginal discharge, weight gain, lower back pain, pain in uterus were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.